Event description:
It was reported that during an electrophysiology ablation treatment procedure, "pops" were heard. A 7.5 110 2.5 blazer open-irrigated ablation catheter was selected and advanced for treatment of atrial flutter. The ablation catheter was connected to a non-bsc generator. Initially, the impedance of the generator was set at 250 ohms and when the physician pressed the footswitch it rose to more than 300 ohms preventing the delivery of radiofrequency (rf) energy to the patient. They checked the patch, changed the cable and exchanged the catheter for another of the same, but it had no effect on the impedance. The upper impedance limit of the non-bsc generator was then turned off and the procedure was continued. The flutter was stopped; however, during the rf deliveries there were times that the impedance rose to 800 ohms and 3 "pops" were heard. The procedure was completed successfully with a blazer xp prime ablation catheter. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Age at time of event: "far above 18 years old." Device evaluated by manufacturer: the device was returned for analysis. The catheter's electrical connector verified normal during visual inspection. All electrode resistance values verified normal. No electrical opens or shorts were found. The thermocouple was within specification and the catheter passed the thermocouple response test. No electrical issue was confirmed with the catheter during rf ablation testing. The catheter verified normal during flow rate testing. The distal tubing shaft verified normal in the neutral position. However, the distal tubing shaft was found flattened in two different locations. The proximal shaft was also found kinked at approximately 31.75", when measured from the distal tip of the catheter. Both the right and left steering curves met the specification. The bidirectional steering mechanism verified normal. The tension control knob held/released the curves and functioned normal on both locking and unlocking positions. There were no issues found during the actuation. Inspection of the internal components confirmed no anomalies were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as insufficient flow rate was utilized. The dfu states: ¿increase the irrigation flow rate to 17 ml/min up to 5 seconds before the onset of rf energy delivery and maintain this higher flow rate until 5 seconds after termination of the energy application. If it is necessary to ablate with power levels 31-50 watts, irrigation flow rate should be increased to 30 ml/min starting 5 seconds before onset and ending 5 seconds after rf energy delivery. Too rapid an increase in power during ablation, ablating at high power (>30 w) or insufficient flow rate may lead to perforation caused by steam pop, arrhythmias, damage to adjacent structures, and/or embolism." (B)(4).

Event description:
Same case as MDR ID 2134265-2013-06711. It was further reported that the previously noted ¿pops¿ were steam pops. The same issues of impedance rises and steam pops occurred with both blazer open-irrigated ablation catheters. The same settings were used for both catheters. The upper impedance limit of the non-bsc generator was then turned off. The flow rate was set to 10ml/min. As temperature rose above 40 degrees celsius, the flow rate was adjusted to 15ml/min. When it remained above 40 degrees celsius it was increased again to 17ml/min. The power and temperature were set in manual mode. Ablation was performed at 35w. When the impedance rose to 800 ohms, they were still able to deliver rf energy. It was also noted that for both catheters, when deflecting back and forth, the tension knob released its tension.